Manufacturer narrative:
Findings: unit passed displacement test, rewind, setting and basic occlusion test. Unit received with cracked reservoir tube lip, broken case at battery tube side and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the pump is broken at reservoir connection and it misses the plastic guard (transparent) and the o-rings.